Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the gui printed circuit board (pcb), upgraded backlight inverter pcbs and re-installed revision ak software. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications. (B)(4).

Event description:
Covidien received information stating that an 840 ventilator had an erratic display. There was no patient involvement reported.